Event description:
It was reported that a flogard infusion pump presented an insert clamp alarm. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. Functional testing and the review of the alarm log revealed that the device had an f-9 (insert clamp) alarm. The cause of the condition was determined to be a dirty slide clamp sensor. To correct the condition, the slide clamp sensor was cleaned. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.